Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Customer evaluated the system. Corrections included clearing the system's error logs. System was tested to factory's specification.